Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the evaluation results and could not determine which defects affected the reported event. The reported event was a malfunction caused by handling the device, not a malfunction caused by a device error. The instruction manual states that the instrument channel and forceps elevator should be inspected. Therefore, the user was able to detect the reported event during inspection for use. The exact cause of the reported event could not be conclusively determined. However, based on the investigation results, it is possible that foreign material may have come out of the channel during the procedure for the following reasons: -the portion of the stent was aspirated inside the device due to mishandling by the user facility and was not ejected during reprocessing. -the portion of the stent remained in the channel due to the discrepancy between the reprocessing method performed by the user facility and recommended by the instruction manual. -the inspection for use by the user facility was inadequate. In addition, the device that has been improperly or inadequately reprocessed may have been used in the procedure for the following reasons: -there was a difference between the reprocessing method implemented by the user facility and recommended by the instruction manual. -there was insufficient training for the user facility on how to handle and reprocess the device according to the instruction manual. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the endoscopic retrograde cholangiopancreatography, debris came out of the channel. The user used another instrument to push the debris that was part of the stent through the channel, and the debris was seen in the patient. The user then collected the debris. The user surmised that the debris was part of a pancreatic stent that might have been used for another patient. The user replaced the device to another device and completed the procedure. The device was cleaned and processed after the procedure and there was no evidence of any other foreign material. There was no report of patient injury associated with the event. From the above, omsc determined that the device that has undergone insufficient or inappropriate reprocessing may have been used in the procedure.

Manufacturer narrative:
The device was evaluated at olympus (B)(4). As a result of the evaluation, the following was confirmed. The angulation did not meet the specifications. The angulation control knob did not lock properly. The adhesive of the ccd and light guide lens was worn, chipped, or peeled off. The distal end cap was scratched and dented. The adhesive of the bending section rubber was peeled, chipped, cracked, or burr. It was confirmed that no foreign material had adhered to the forceps elevator and that there was no wear on the parts. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.